Event description:
It was reported that customer experienced malfunction alarm code 9 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer understood.